Event description:
The patient underwent a low anterior resection. The patient was re-operated due to abdominal pain. It was observed during re-operation that the ring was not fully closed (1/3 open).

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (B) (4) and the importer (B) (4). The production history files were reviewed, indicating that the device was released according to the product specifications. No conclusions could be drawn regarding the cause of the event since the device was not returned for evaluation and no additional information regarding the procedure or the medical condition of the patient is currently available. Leaks are anticipated adverse events in colorectal anastomotic procedures, and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.